Manufacturer narrative:
This report is submitted on may 10, 2018, by cochlear limited on behalf of (B)(4). Exemption number e2016011.

Event description:
It was reported that the patient experienced an infection post implant surgery. Subsequently, the patient was hospitalized for 3 days from (B)(6) 2018 and IV antibiotics were administered. The implanted device remains and the patient will continue to be clinically monitored by their healthcare provider.

Manufacturer narrative:
The device was explanted as the recipient reportedly experienced non-auditory percepts and poor device performance since activation. The device passed all electrical tests confirming correct device function. This report is filed on july 03, 2019.